Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high, out of range pacing impedance. No intervention was performed. The patient was in stable condition.